Manufacturer narrative:
Import for export. International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2020 stating "on (B)(6) 2020, when the lamp was turned on before use, a strange noise was heard, a spark was witnessed, and the lamp did not turn on. (Error code: 03-4000) no damage due to abnormal noise and sparks. We replaced it with a substitute on (B)(6) 2020 and confirmed the reproduction in mitaka.." Involving pentax medical video processor, model epk-3000, serial number (B)(4). No serious injury or death of a patient or user was reported. During pentax medical inspection, the failure was confirmed. Software version: (B)(4). System life: 487 hours 3 minutes 5 seconds. Total lighting time: 212 hours 5400 seconds. Number of lighting: 1331 times. Number of initialization executions: 0 measures against dust on lamp power board: not supported. Door change: already supported. There was a lamp power failure due to dust. The repaired product was returned to the hospital.